Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unexpected power error (power error detected) alarms and replace battery alerts while monitoring and the power management graph indicated connector resistance issue. Connector for connector board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 3 days with the insulin pump functioning properly during testing as shown in the power management graph. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and damaged keypad overlay texture. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had power error detected alarm. The customer¿s blood glucose level was 197 mg/dl at the time of incident. The customer stated power error detected alarm reoccur within 4 hours of troubleshooting. The insulin pump was returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.